Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's parents say she is no longer able to hear anything with her device. Two months ago, she started hearing something like "scratch voices", but since three days she lost also these voices. Testing shows that the device has malfunctioned.